Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump with failure code 804:26; this condition had the potential to interrupt delivery. This condition was found before use. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with fail 804.26 was confirmed but not reproduced. Because the reported failure code was only found once in the event history the quality engineer determined the cause to be defined as a software failure, no repair was needed. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.